Event description:
The customer reported that the device error service require error message red x. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Pr#: (B)(4).